Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported, right side. "There has been a recall on these implants". Healthcare professional, later reported, ¿on the right side minimal fluid is seen around the implant. Likely, normal post-operative changes¿. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "there has been a recall on these implants." Healthcare professional later reported ¿on the right side minimal fluid is seen around the implant likely normal post-operative changes¿ the device has been explanted.